Manufacturer narrative:
Concomitant medical products: 5ml bd syringe with 5% dextrose; 50ml baxter bag (B)(4), lot p349241, exp (B)(6) 2017, 0.9% sodium chloride injection; therapy date (B)(6) 2016 the affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported leaking from backcheck valve on an IV set. Although requested, additional information is not available; there was no report of a patient event.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Functional testing revealed a leak at the check valve component, specifically where the check valve component's top base meets the bottom base. The root cause of the leak was an incomplete ultrasonic weld on the check valve component during the manufacturing process.